Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 1627487-2018-05167. It was reported that patient experienced ineffective therapy since approximately a year ago. Reportedly patient turned their stimulation off and forgot to charge their system due to some unrelated life event. Patient¿s pain pattern is low back and legs. As such, a surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2: reference MFR report number: 1627487-2018-05167. Additional information received indicated the patient's system was explanted on (B)(6) 2018.